Event description:
Related manufacturer reference number:. It was reported that the patient for a follow-up in clinic. It was noted that both the right ventricular (rv) and right atrial (ra) leads were over-sensing noise which lead to pacing inhibition. The patient was asymptomatic. The rv land ra leads were explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction: b5- related manufacturing number was not added.

Event description:
Related manufacturer reference number: 2017865-2022-08765 it was reported that the patient for a follow-up in clinic. It was noted that both the right ventricular (rv) and right atrial (ra) leads were over-sensing noise which lead to pacing inhibition. The patient was asymptomatic. The rv land ra leads were explanted and replaced. The patient was stable throughout the procedure.